Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where clotting was found stuck to the catheter after removal from the patient¿s body. First, ablation was being performed in the left atrium. Then, superior vena cava isolation was performed, and the cavotricuspid isthmus line was checked. The arrhythmia reoccurred, and the physician decided to replace the catheter with a competitor¿s device. Upon removing the catheter from the patient¿s body, clotting was found stuck to the catheter tip. No further ablation was conducted with the smart touch catheter. The procedure was completed without any patient consequence. There were no issues related to catheter temperature or flow. The generator was in power control mode with a cutoff value of 30w. Temperature and impedance values are unknown, as is whether or not anticoagulants were in use. It is not known if the patient exhibited any neurological symptoms post-procedure. No error messages presented on any biosense webster equipment during the case. Since coagulum/clotting exhibits poor adherence to catheters, it can be a potential source of embolism. As a result, this event is MDR reportable.

Manufacturer narrative:
On 6/9/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where clotting was found stuck to the catheter after removal from the patient¿s body. The returned device was visually inspected, and was found in good condition. No clotting/coagulum/char was observed. Per the reported event, the catheter was tested for electrical performance and stockert compatibility, and was found within specifications. An irrigation test was performed with a coolflow pump, and the catheter passed specifications with proper irrigation. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. No clotting/coagulum/char was found. Additionally, the catheter was found to be functionally sound and within specifications.